Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient¿s doctor, on (B)(6) 2026, the patient experienced a skin reaction with itching, swelling, burning sensation, rash and redness, which occurred an unspecified day the sensor had been inserted in unknown location. It was unspecified whether the symptoms appeared at the needle puncture site and/or beneath the sensor patch. It was assessed as a skin reaction secondary to contact allergy where the patient is reacting to the substance isobutyl methacrylate which, after chemical analyses, has been detected in the dexcom g7 sensor. The patient stated that the skin reaction has become troublesome and had affected their concentration and sleep. The patient has tried to put protective creams or patches between the skin and the glucose sensor, however, this has made the sensor not sit as well and risks giving worse monitoring of blood sugar which can have potentially serious consequences, as well as having to change the sensor more often and increased costs of care for the patient. There was no documentation of further medical intervention. No photo or other details were provided. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.